Event description:
Patient reported via regulatory reporting agency voluntary sus medwatch mw5184020 "increased anxiety, depression, heart palpitations, heart arrhythmia, night sweats, brain fog, chronic fatigue, gastrointestinal issues, headache, hair loss, dizziness, lightheaded, facial flushing, temperature intolerance, ibs, colonic inertia, low libido, hemochromatosis, iron overload, constant flulike symptoms, dry flaky skin, joint pain." & "depression, anxiety, ibs, acid reflux, colonic inertia, hemochromatosis, raynaud's, breast pain, breast burning, breast asymmetry, algal" which have been deemed not related to the device. Additionally reported was "silicone rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.